Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported deployment difficulty. It may be possible that the distal sheath of the delivery system was entrapped or bent within the anatomy preventing the ratchet ears from engaging the proximal segment of stent during the final deployment stroke; however, this could not be confirmed. The stent stretching was likely the result of removing the stent system with the stent partially deployed causing the stent to stretch before finally releasing from the stent system. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, mildly tortuous, 50% stenosed left superficial femoral artery. A command 18 guide wire and 7x40mm non-abbott balloon were used for pre-dilatation. A 6.5x80mm supera self-expanding stent system (sess) was advanced with a non-abbott 6f sheath, but the stent only partially deployed. During removal of the sess, the stent released from the system and was implanted but was noted to be stretched and only partially in the target lesion. A 7x40mm non-abbott stent was used to treat the remaining portion of the lesion and successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.